Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the system stopped and two system messages displayed during a vitrectomy procedure. After they rebooted the system, they were able to complete the procedure. The operating room was having a nitrogen issue at the same time so there was a delay of 45 minutes during the procedure to resolve both issues. There was no pt harm.